Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery excessively during the night while the customer was sleeping. The caller did not know the blood glucose reading. The customer then stated that the alarm was not going off when there was no more insulin in the reservoir. He stated that he knew how much insulin he used at night and when he woke up, he found the low reservoir. He noted that the issue had been ongoing for the last 2 months. He stated that he received 14.5 units of insulin between 10pm to 3am. He advised that he did look to make sure he had insulin in the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.